Event description:
It was reported, the patient experienced infection at the ipg site. The patient observed redness, heat, pain at the ipg site along with fever. The patient was treated with antibiotics. Further follow up identified the infection has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.